Event description:
A 4.5mm lcp curved condylar plate, implanted for a periprosthetic fracture of the left femur, was noted as broken on x-ray taken post-operative. Broken plate was removed during revision surgery.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.